Event description:
Per independent repair center statement the unit had a sieve beds issue. The key failure was the sieve beds had an odor or smell. Additional malfunctions include the pilot valve was alarming.